Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling were noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a scrolling keypad. The customer stated that the up arrow button was causing the numbers to scroll. The customer's blood glucose was 203 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.